Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a power issue. Details of the power issue were not provided. There is no indication the alleged product issue caused or contributed to an adverse event. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. The device has not been arranged to be returned to the manufacturer at this time. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.